Manufacturer narrative:
(B)(4). Device eval: two sealed w22100 walrus extension sets and two non-arrow tubing sets were returned; no arrow tubing was sent for eval. The extension sets were connected to the distal end of the two non-arrow tubing sets also returned by the customer. A stopcock was attached to the distal end of both extension sets. No defects or anomalies were visually observed on the two returned w22100 extension sets. The luer connections on both ends of the extension set were made without difficulty. The assemblies were flushed and primed with water. The assemblies were hung so that the weight of the primed extension set created tension at the luer connections. The assemblies were hung for seven days and flushed seven times at various intervals to simulate handling during use. No leaks or disconnects were observed over the test interval. The report of disconnects with various tubing product after 2 to 3 days was not confirmed through eval of the returned sample, as the extension sets remained securely attached to non-arrow tubing sets throughout seven days of functional testing. However, since the actual sets involved in the reported incident were not returned, the potential cause of this issue could not be determined. This is one of 3 records reflecting multiple occurrences of (B)(4). Add'l occurrences are documented as MDR # 3005789918-2009-00007, MDR # 3005789918-2010-00003. Until (B)(4) 2009, multiple occurrences were reported on a single MDR. They are now reported as individual events. All multiple occurrences from (B)(6) 2009 through (B)(6) 2009 are being remediated to include the correct number of complaints, mdrs, vigilance, and canadian reports. Please refer to the MDR for the original complaint referenced above for the follow-up for this MDR.

Event description:
It was reported by the clinician that the w22100 extension set is failing to hold a connection with various other tubing products after 2 to 3 days. This is happening in the bone marrow transplant dept.